Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced infections, abdominal wall abscess, urinary tract infections and related complications. The device was not returned for evaluation.